Event description:
The patient's mother stated that the pump would not power on. The patient does not expose the pump to water. The patient's mother believes there may be some corrosion in the battery compartment. The patient tried different batteries. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/18/2012 device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: the pump history was unavailable for review. On examination, there was visible corrosion inside the battery compartment. On testing, the pump failed to power on and as a result functionality testing could not be performed. The pump was opened for investigation and revealed evidence of moisture damage inside the pump.